Manufacturer narrative:
H10: d4: UDI # added. D4: serial # added. H10: the device was not in clinical use at the time the deficiency was discovered. There was no patient or user harm reported. There was no delay to patient therapy. The device was evaluated by the customer and an international philips remote service engineer (rse), who confirmed the reported issue. The international philips field service engineer (fse) advised the customer to replaced the touchscreen. The customer has taken responsibility to repair the device and requested to close the case. The unit was not functionally tested. No other anomaly was reported. H11: g1: updated with corrected manufacturer contact information.

Manufacturer narrative:
(B)(6) 2021. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported the unit's touchscreen will not pass calibration. The unit was not in use at the time of the reported incident.